Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. However, the customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose levels reached 391 mg/dl while wearing the pod between 4 and 24 hours. The cannula was dislodged from the infusion site. The patient reported symptoms of nausea. The patient sought medical attention via their primary care physician (pcp), who directed the patient to the emergency room. The patient was admitted to the hospital and diagnosed with diabetic ketoacidosis (dka). The patient was treated with intravenous fluids and a manual injection. A new pod was applied. The patient's blood glucose and insulin history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and performed as designed. Pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined. No defect or deficiency that would have contributed to reported hyperglycemia level was found.